Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical history. In 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube disorder ("had issues with that fallopian tube") and complication of device insertion ("had issues when the essure device was inserted"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain lower ("continuous pain on the right iliac fossa/ continuous abdominal pain"), menometrorrhagia ("excessive bleeding (hypermenorrhoea, metrorrhagia)"), dysmenorrhoea ("cycle with abdominal pain"), iron deficiency anaemia ("anaemia due to metrorrhagia"), abdominal distension ("bloated feeling"), swelling ("swelling"), tachycardia ("tachycardia"), anxiety ("anxiety") and fatigue ("extreme fatigue"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, menometrorrhagia, dysmenorrhoea, iron deficiency anaemia, abdominal distension, fallopian tube disorder, complication of device insertion, swelling, tachycardia, anxiety and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, complication of device insertion, dysmenorrhoea, fallopian tube disorder, fatigue, iron deficiency anaemia, menometrorrhagia, pelvic pain, swelling and tachycardia to be related to essure. The reporter commented: plaintiff had issues with the fallopian tube when the essure device was inserted. Due to the insertion of the essure devices, plaintiff started suffering from various symptoms and had her fallopian tubes removed. As per records dated (B)(6) 2018, she received an unspecified intravenous treatment due to anemia recently detected to be of possible gynecological origin. As per records dated (B)(6) 2018, metrorrhagia with an impact on her medical tests. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. Medical conditions: no relevant past medical history. In 2015, the patient had essure inserted. In 2015 she experienced fallopian tube disorder ("had issues with that fallopian tube") and complication of device insertion ("had issues when the essure device was inserted"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal pain lower ("continuous pain on the right iliac fossa/ continuous abdominal pain"), menometrorrhagia ("excessive bleeding (hypermenorrhoea, metrorrhagia)"), dysmenorrhoea ("cycle with abdominal pain"), iron deficiency anaemia ("anaemia due to metrorrhagia"), abdominal distension ("bloated feeling"), swelling ("swelling"), tachycardia ("tachycardia"), anxiety ("anxiety"), fatigue ("extreme fatigue /tiredness") and anaemia ("anaemia"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy for essure removal). At the time of the report, the outcomes for pelvic pain, abdominal pain lower, menometrorrhagia, dysmenorrhoea, iron deficiency anaemia, abdominal distension, fallopian tube disorder, complication of device insertion, swelling, tachycardia, anxiety and fatigue were unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, anxiety, complication of device insertion, dysmenorrhoea, fallopian tube disorder, fatigue, iron deficiency anaemia, menometrorrhagia, pelvic pain, swelling and tachycardia to be related to essure administration. The reporter commented: plaintiff had issues with the fallopian tube when the essure device was inserted. Due to the insertion of the essure devices, plaintiff started suffering from various symptoms and had her fallopian tubes removed. As per records dated (B)(6) 2018, she received an unspecified intravenous treatment due to anemia recently detected to be of possible gynecological origin. As per records dated (B)(6) 2018, metrorrhagia with an impact on her medical tests. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 09-jun-2022: event: anemia added, reporter information and reference section were updated. 19-jan-2023: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "had issues when the essure device was inserted" in 2015. Medical conditions: no relevant past medical history. In 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube disorder ("had issues with that fallopian tube"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain lower ("continuous pain on the right iliac fossa/ continuous abdominal pain"), menometrorrhagia ("excessive bleeding (hypermenorrhoea, metrorrhagia)"), dysmenorrhoea ("cycle with abdominal pain"), iron deficiency anaemia ("anaemia due to metrorrhagia"), abdominal distension ("bloated feeling"), swelling ("swelling"), tachycardia ("tachycardia"), anxiety ("anxiety"), fatigue ("extreme fatigue /tiredness") and anaemia ("anaemia"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, menometrorrhagia, dysmenorrhoea, iron deficiency anaemia, abdominal distension, fallopian tube disorder, swelling, tachycardia, anxiety and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, dysmenorrhoea, fallopian tube disorder, fatigue, iron deficiency anaemia, menometrorrhagia, pelvic pain, swelling and tachycardia to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff had issues with the fallopian tube when the essure device was inserted. Due to the insertion of the essure devices, plaintiff started suffering from various symptoms and had her fallopian tubes removed. As per records dated (B)(6) 2018, she received an unspecified intravenous treatment due to anemia recently detected to be of possible gynecological origin. As per records dated (B)(6) 2018, metrorrhagia with an impact on her medical tests. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2022: event - anemia added , reporter information and reference section were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical history. In 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube disorder ("had issues with that fallopian tube") and complication of device insertion ("had issues when the essure device was inserted"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal pain lower ("continuous pain on the right iliac fossa/ continuous abdominal pain"), menometrorrhagia ("excessive bleeding (hypermenorrhoea, metrorrhagia)"), dysmenorrhoea ("cycle with abdominal pain"), iron deficiency anaemia ("anaemia due to metrorrhagia"), abdominal distension ("bloated feeling"), swelling ("swelling"), tachycardia ("tachycardia"), anxiety ("anxiety") and fatigue ("extreme fatigue"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, menometrorrhagia, dysmenorrhoea, iron deficiency anaemia, abdominal distension, fallopian tube disorder, complication of device insertion, swelling, tachycardia, anxiety and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, complication of device insertion, dysmenorrhoea, fallopian tube disorder, fatigue, iron deficiency anaemia, menometrorrhagia, pelvic pain, swelling and tachycardia to be related to essure. The reporter commented: plaintiff had issues with the fallopian tube when the essure device was inserted. Due to the insertion of the essure devices, plaintiff started suffering from various symptoms and had her fallopian tubes removed. As per records dated (B)(6) 2018, she received an unspecified intravenous treatment due to anemia recently detected to be of possible gynecological origin. As per records dated (B)(6) 2018, metrorrhagia with an impact on her medical tests. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.